Manufacturer narrative:
The external visual inspection of the device revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. The device passed several of the mechanical tests performed. The internal visual inspection revealed weak connections between the contact surface of a component and the conductive epoxy joints. The reported complaint of intermittent lock, pain and non-auditory sensations could not be verified during this analysis, which was limited in some respects due to the electrode being cut prior to receipt. However, based on an assessment of the dye penetrant data. It is believed that this device was non-hermetic. Due to the presence of moisture getter, no signs of moisture were observed. In addition, a weak connection existed between the contact surface of an electrical component and the conductive epoxy joints. This is believed not to be related to the return reason. Advanced bionics will continue to monitor observances of this type. This is the final report.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced loss of lock. The recipient also experienced pain and shocking sensations with use of the device. External equipment was exchanged, however, the issue was not resolved. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear implant.

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical tests performed. This is an interim report.

Manufacturer narrative:
The external visual inspection of the device revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The internal visual inspection revealed conductive epoxy separation on one side of a resistor. This is not believed to be related to the return reason. This is an interim report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This is an interim report.